Manufacturer narrative:
Film evaluation results are: a review of angio images during implant revealed that an endurant bifurcate was brought up the right side. Per the calibrated catheter, the proximal neck flow lumen diameter just below the renals measured ~18mm. The bifurcate was seen deployed down to release of the gate, which opened on the left side, and deployment of the suprarenal stents. The location of the bifurcate proximal margin relative to the renal arteries could not be assessed during the non-contrast images. The next image showed that the bifurcate delivery system had been removed, the contra limb was implanted proximally up to the flow divider and distally into the left common iliac artery, and the ipsi limb had been extended into the right common iliac artery. Contrast injection from just above the suprarenal stents showed faint blood flow into both the left and right renal artery. Both iliac limbs were patent. Another angio injection then showed that the right renal artery was possibly occluded. The left lateral proximal marker on the bifurcate was just below the orifice of the patent left renal artery. The final angio image showed right renal occlusion and left renal patency. No other stent graft issues were observed. The exact cause of the reported left renal artery stenosis and right renal artery occlusion could not be determined from the images provided. Pre-implant CT¿s were not available for a complete aaa anatomical assessment. Analysis of the returned films during implant did not reveal any characteristics that could explain these events. It is possible that the right renal artery occlusion may have been caused by an embolic event occurring during the implant procedure. Stent graft coverage of the right renal could not be confirmed. Stenosis of the left renal artery was likely patient related.

Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that, upon final angiogram of the index procedure, occlusion of the right renal artery was observed. The physician elected to use a reliant balloon catheter in order to reposition the proximal end of the endurant 28x14x103 stent graft. However, the ballooning technique failed to reposition the stent graft. The physician then elected to pass multiple unknown wires and another manufacturer's catheter into the right renal artery without success. The physician then noted that the left renal artery was stenosed. The physician attempted to place a stent in the left renal artery but was unsuccessful due to failure of another manufacturer's catheter to be advanced to the target area despite successful advancement of an unknown .018 mm wire. It was further noted that the stenosis in the left renal artery was not related to the index procedure, and the inability to place a stent was not related to the device. The procedure was completed with the occlusion of the right renal artery and stenosis of the left renal artery still present. Per the physician, the cause of the occlusion in the right renal artery was due to the migration of thrombus into the ostium. The patient will be monitored. No additional sequelae were reported.